Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 weeks and 4 days after the implant of a transcatheter aortic valve, valve migration was identified. The valve migrated towards the patient's ventricle. Due to the valve migration, mitral valve stenosis was exacerbated and the patient experienced symptoms of heart failure. Subsequently, the valve was snared above the sinotubular junction (stj), and a new transcatheter aortic valve was implanted. Per the physician, the depth of the initial implant contributed to the valve migration.